Event description:
The complaint involves a patient who underwent cataract surgery with implantation of tecnis odyssey toric intraocular lenses in both eyes. Post-operative recovery was reported as unremarkable, with appropriate healing and proper intraocular lens positioning confirmed. Despite this, the patient reported visual acuity that did not meet her functional needs. She experienced ongoing visual disturbances, including glare, halos, and starbursts, particularly during activities such as night driving and reading. Due to persistent dissatisfaction and intolerance of these visual symptoms, the intraocular lens in the left eye was explanted on (B)(6) 2025. No additional clinical details or outcomes following the explant procedure were provided.

Manufacturer narrative:
Section e1: reporter: address: telephone number: (B)(6) section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.